Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of two inappropriate shocks in two separate episodes. The patient was seen in the hospital emergency room. The local field representative made programming changes and monitoring will be continued. No adverse patient effects were reported. This device remains in service.